Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided service report and problem description. No parts were returned. Our field service engineer (fse) was on-site to investigate the issue further and could narrow the issue down to the control cable, control circuit board, air nozzle unit and plug and play back-plane circuit board . The faulty parts were replaced and sw reloaded. After replacing the faulty parts, the ventilator passed all functional and safety test and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator generated several error codes. There was no patient involvement. Manufacturer's ref.#:(B)(4).